Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sliding mechanism that allows the sizer to slide up to size is getting stuck and will not allow to size femur properly. No delays. Nothing left inside patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the sliding mechanism that allows the sizer to slide up to size is getting stuck and will not allow to size femur properly. No delays! Nothing left inside patient! The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection the overall device surface with signs of usage. Additionally, the stylus assembly component was not returned for evaluation. This condition may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. The functional test performed revealed a certain resistance on the rod of the slider mechanism, where galling is suspected to have internally occurred, causing the internal metal components to begin to seize. Per the maintenance section of the IFU-0902-00-836 rev. D, a water-soluble lubricant must be used to all moving parts after cleaning but before sterilization. It is suspected that proper lubrication/cleaning was not performed with the device. There is no indication that a design or manufacturing issue has caused the complaint condition. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.